Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was stuck on the care fusion splash page. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the screen was stuck on the care fusion splash page. A technical support specialist dialed into station and followed knowledge article medapplication not launching automatically; station at blue screen". Attempted remote smart service agent and package deployment but failed. Enabled auto login and rebooted but no success. Tss copied agenthost.exe to correct path, updated dependencies, and rebooted and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.